Event description:
It was reported by the hospital, "three months after the surgery, the lag screw detached from the nail and removed into the pelvis. The implant was removed on (B)(6) 2012". No adverse consequences were reported for the pt.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.